Event description:
It was reported that during an unknown procedure, the anastomosis opened so it was necessary to perform a manual suture. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/02/2008. Info anticipated, but unavailable at this time.